Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a leak in the mid-standard solution tubing. The fse replaced the mid-standard tubing and the reference block to resolve the issue. The fse verified no further system leaking. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low sodium (na), high chloride (cl) and low anion gaps for approximately thirty (30) patient samples on their au5800 clinical chemistry analyzer. The patient samples were repeated on another au analyzer and results were acceptable. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.